Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following preop diagnosis: lumbar degenerative disc with right l5-s1 disc herniation. Procedure: right l5-s1 lumbar laminotomy and discectomy, interbody arthrodesis at l5-s1 with peek cage and bmp posterolateral arthrodesis at l5-s1 with roc pedicle screw instrumentation and allograft/bmp. Preop: spine was exposed through from l4-s1 through a midline linear incision and confirmed by intraoperative c-arm. A right l5-s1 lumbar laminotomy was performed to expose the exiting and descending l5 and s1 nerve roots. An interbody arthrodesis was then performed at l5-s1 with a 9 mm peek cage and bmp. Actifuse was placed along the decorticated lateral gutters. The plates were then connected to the screws and nuts were torqued appropriately to achieve a solid fusion. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.